Event description:
Dr. Used our blade and noticed at the end of the procedure, a superficial burn at the lateral portal site and running a little down the arm. Doctor is experienced using this blade.

Manufacturer narrative:
A corrective action has been opened as a result of this complaint. (B) (4). (B) (4).